Event description:
Additional information was received that this lead was surgically abandoned and replaced due to the ongoing lead issues. No adverse patient effects other than the additional procedure were reported.

Event description:
Boston scientific received information that this right ventricular lead had displayed high pacing impedances greater than 2000 ohms with all other lead diagnostics within normal range. Therefore, the lead was monitored for 3 additional months, with no remedial action. However, recently the lead began to display increased pacing thresholds in addition to the out of range impedances. With current information, the patient was referred to their physician for further evaluation with no remedial action yet taken. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.